Event description:
It was reported that the device reached elective replacement indicator (eri), but the clinician expressed that it should have lasted longer. The device was explanted and was replaced. It was also reported that the left ventricular (lv) lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565 implantable tachy lead (B)(6) 2010; icf09b45 implantable pacing lead (B)(6) 2004. (B)(4).